Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the pink slide did not move forward and the needle and cannula were not deployed, indicating a needle mechanism failure. The pod was not worn. No impact to the patient's blood glucose levels was reported.

Manufacturer narrative:
The device was received not deployed. The download data shows the device ran for 45 pulses and was deactivated at the end of the first priming sequence. Since the device was deactivated before the start of the second priming sequence, the needle mechanism never deployed. The needle mechanism deployed fully upon manual rotation of the ratchet gear. No damages or defects were observed that would result in the needle mechanism failing to deploy by the end of the second priming sequence.